Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the food and drug administration that an attorney informed them that the customer's insulin pump failed and the customer died of hypoglycemia. No further information was provided. The attorney will call medtronic back when the next of kin are available.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
Reporter alleges apparent insulin overdoes which resulted in death.